Event description:
The endo stitch autosuture device was being used for the lap nissen. This time the device refused to release the suture needle and as the surgeon was attempting to try again to remove the suture needle, the needle broke. Surgeon pulled out the device and a portion of the needle was still inside the device and the other part of the needle was left inside the pt. The surgeon proceeded then to do an egd to retrieve the other part of the needle. He was able to locate the needle inside and pulled out with an endoscopic grasper. FDA safety report ID # (B)(4).